Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was having issues with blood glucose versus sensor glucose levels. Blood glucose level at the time of incident was 162mg/dl. Sensor glucose level was 65mg/dl. Difference is not within range. Sensor glucose value that causes insulin suspension was 65mg/dl. Threshold low suspend limit was 70 mg/dl. No symptoms or treatment reported. Troubleshooting occurred and resolved issue. Product will not return for analysis.